Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The tensile strength of the bond between braided shaft and lock grip is tested by means of manufacturing process output monitoring. Manufacturing process output monitoring did not reveal any violation of specifications or deviations from validated process parameters or process control cards that could be associated with the reported complaint/malfunction. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Manufacturer narrative:
29-may-2024 additional information. Two months after opening this complaint, biotronik was informed that the device was contaminated with hepatitis c and thus discarded at the hospital. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The tensile strength of the bond between braided shaft and lock grip is tested by means of manufacturing process output monitoring. Manufacturing process output monitoring did not reveal any violation of specifications or deviations from validated process parameters or process control cards that could be associated with the reported complaint/malfunction. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
An oscar peripheral multifunctional catheter system was selected for revascularization of a stage 4 posterior tibial artery. The oscar dilator was moved to the tibial fibular trunk but were unable to be moved on the wire. When the oscar balloon was introduced in the support catheter, the white/blue handle (lock grip) totally disconnected from the catheter they then had to retrieve the whole system and continued the procedure in the traditional way with no harm to the patient.